Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) called to report this pacemaker and rv lead were removed from service, but the reason was unknown. Requests for the reason have been unsuccessful. Should additional information become available, this event will be updated. There were no adverse patient side effects reported. On (B)(6) 2016 - per op note provided by ims cardiology avondale, the rv lead had impedances greater than 2000 ohms and high thresholds. This, combined with the fact that the patient is atrial lead dependent, caused the excessive battery use. The patient tolerated the procedure well and was to be discharged home the next day.